Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that patient experienced an allergic reaction to prime & bond xp refill. Patient experienced burning in the mouth after treatment. The patient was treated with cortisone by a physician. Patient is seeking additional treatment by a dermatologist and the outcome of this treatment is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information: adding UDI # (B)(4). This is a follow up report to report this information. Investigation: no returned material and no lot available - so no investigations possible. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.